Manufacturer narrative:
Product complaint # (B)(4). Additional manufacturer narrative/corrected data - device evaluation summary updated. Updated device evaluation summary: the analysis results found that the cdh29a device arrived for initial analysis with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of correction actions related to the field action and meets the requirements for additional analysis. Upon arrival for additional analysis the device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. In addition, it was received gauze inside of the plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5cg4d. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. In addition, it was received gauze inside of the plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformance's were identified. Attempts are being made to obtain the following information and the device: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were any staples deployed into tissue? If yes, were there any staple formation issues identified? Did the device cut? If yes, was the cut line fully circumferential around the target tissue? Did the stapler cut and did not staple? How was the procedure completed? Were there any patient consequences? If yes, please describe. What is the current status of the patient? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a procedure failure occurred. The stapler did not release the clips, disabling the material. It is unknown how the procedure was completed and patient consequence was not reported.